Manufacturer narrative:
(B)(4) evaluation statement: the reported event of ail alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that an infusion of calcium gluconate was started and the pump module immediately alarmed for ¿air-in-line¿. The IV set was evaluated and no air was seen in the line, the infusion was restarted and device alarmed for ail. The infusion was moved to a different pump module attached to the same pc unit and the device alarmed for ail when the infusion was restarted. The set and medication was discarded and the infusion was restarted successfully on a different module with a new IV set. There was no report of patient harm. The device was evaluated by biomed and ail alarms were found in the event logs.